Event description:
It was reported after inserting the agilis introducer into the right femoral vein, it was advanced into the right atrium and postitioned next to the septal wall. When the sideport was aspirated, air bubbles were noticed. Upon examination of the sheath hub, a fracture was noticed at the area between the hub and the agilis handle. The device was exchanged over a wire without incident. After the device was removed from the patient, the nurse attempted to flush the sidport and the hub broke off of the handle. The lot number could not be confirmed, however, lot 1186554 & 1186557 were shipped to this hospital.